Event description:
I am an anesthesiologist who was using a new anesthesia machine made by penlon ltd and sold and distributed by paragon service -saline, mi-the model of the machine is paragon sc430. This machine included a new penlon sigma delta sevoflurane vaporizer. Within one month of using the new machine, I experienced a variety of new symptoms including inability to concentrate, fatigue, tremor, and light headedness. Following continued daily use of the vaporizer, I was emergently admitted to the hospital with life threatening depression, anxiety, involuntary muscle twitching, and was noted to be hypothyroid on admission. Upon return to work, I detected a large leak in the sigma delta vaporizer. Subsequent research on this model revealed it was recalled by both the manufacturers in other country in 2006. This vaporizer was noted to degrade generic sevoflurane to hydrofluoric acid causing corrosion within the vaporizer and subsequent leaks. Levels of hydrogen fluoride have been shown to exceed 600 ppm in this vaporizer, with the osha recommendation at less than 3ppm. My clinical symptoms are very consistent with fluoride toxicity.